Event description:
It was reported that a malfunction occurred with the customer's pump, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days. Meanwhile, the customer continued using the current pump, and a replacement pump was arranged to be sent by technical support.